Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2022, event day and month unknown. Captured as (B)(6) 2022. Additional information was requested, and the following was obtained: what was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Goal post was the staple line interrupted; yes staples not present/visible on any portion of the staple line? No was there any change in the patient¿s post-operative care due to the prolonged procedure? No, but there was a reinforcement of the staple line with an overlock with a thread. Investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance.

Event description:
In the complaint (B)(4), a recurring issue was reported. The recurring issue is leaking at the level of staples line discover during the procedure. No further information available.